Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the returned device revealed balloon tear. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual examination found a longitudinal tear extending 24mm proximally from the distal markerband of the balloon profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 40, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. During inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was competed with a different device. No patient complications were reported and the patient's status was good.